Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. The examination of the exit canula of the access port shows that the cannula, at the level of the catheter rupture, presents some forceps marks. These damages were probably done during the implantation procedure. Conclusion: the rupture is confirmed. However, this rupture seems to be due to the extension of catheter damage done during the implantation procedure. It is an isolated case. No corrective action is envisaged.

Event description:
Rupture of the catheter after 7 months of implantation.